Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was unable to control their limbs due to losing the patient programmer. The device turned off and they were unable to turn the device back on.